Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso catheter and a visualization issue occurred. During the atrial fibrillation radiofrequency ablation procedure, the catheter could not be displayed. The catheter was changed to another one to complete the procedure. There was no patient consequence. This event is not reportable as this issue is highly detectable and poses low risk to the patient. On (B)(6), 2015 the biosense webster failure analysis lab discovered ring #1 damaged and sharp on the proximal side. Ring #2 is dented and rough on both sides in small area. Ring #10 has light blue material stick out from underneath distal side. These findings are indicative of a reportable event. Multiple attempts have been made to obtain clarification for lab findings; however, no further information has been made available. This event was originally considered non-reportable; however, bwi became aware of the returned product condition on march 19, 2015 and have reassessed the event as reportable. The awareness date for this record is march 19, 2015 because that is when the findings were discovered.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso catheter and a visualization issue occurred. Upon receipt, the catheter was visually inspected and it was found that ring #1 was damaged and sharp on the proximal side. Ring #2 was dented and rough on both sides in small area. Ring #10 has light blue material stick out from underneath distal side. These findings made this complaint reportable to the FDA. For the damage ring/foreign particles, an internal investigation has been created. A fourier transform infrared spectroscopy (ftir) was requested in order to identify the particle components; however the foreign material was lost while trying to be removed during the visual inspections process in consequence, no ftir test could be performed and the origin of the material remains unknown. Further information was requested regarding the condition of the catheter, however at this moment it has not been available for bwi. The catheter outer diameters were measured and it was found within specifications. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 1 and #2. Further examination revealed that the lead wire #1 and #2 were broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).